Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a raw yeast infection under the device from the device digging into their skin. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor advised the patient to remove device and treated the irritation with a powder. The patient's medical condition improved.